Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. No information provided (malfunction).

Event description:
It was reported via medwatch # (B)(4), that the "product malfunctioned. Pre-op diagnosis-rheumatoid arthritis hand procedure: right re-do metacarpophalangeal joints (mcpj), silastic metacarpophalangeal joint arthroplasty (smpa) digits 2-5. Post-op diagnosis was the same." No further details are known at this time.